Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 200 ohms on this right ventricular (rv) channel. Upon review, this patient showed a shock impedance that fluctuates greatly, and these fluctuations could be related to lead conductor. This rv lead remains in service. No adverse patient effects were reported.